Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of demerol in the pca only mode. No further programming parameters were provided. At an unspecified time during nursing rounds, the nurse reported, "the display read a total of 7.2 or 7.5mg delivered when the expected should have been either 10 or 20mg." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).